Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the atrial lead was not anchored properly and dislodged. The physician attempted to reposition the lead but after several attempts the screw would not retract. The lead was not used, and a new lead was implanted. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over torque of the inner coil.